Event description:
During treatment, pt have complained of skin pain beneath electrode during muscle stimulation therapy. Complaint was on all channels in ifc, another country, and hi-volt. The only waveform the clinic does not typically use is premod. One pt had a burn mark on them after treatment. No further info is available regarding pt outcome.

Manufacturer narrative:
Unit was evaluated for output in all modes. All output was within mfg. Specifications except for channel 4. Lead wires and electrodes used during stim treatment were not provided with return of unit. Customer did state that carbon electrodes were being used with new leads and they were using signa spray. Unit has 5.4 and 1.7ist software. Channel 4 had a bad waveform. The rise sig signal was distorted at u17 pin 1, causing the negative part of the waveform to be lost. If pin 1 goes low, there is no output. When the waveform then goes positive, the pt may feel burning or shocking sensation because, all of the sudden the waveform is back. If pin1 goes high, the output is increased by approximately 2v with a 1v ripple. This may also cause the pt to feel a burning or shocking sensation. Conclusion: channel 4 of the stim board was found to be defective at u17, pin 1. The unit was sent back to service to replace the stim board. The defect could cause a burning or shocking sensation, but could not output significantly more output than programmed for.